Event description:
At the implantation procedure, the lead would not pass through the a-port on this pacemeaker. Therefore, the pacemaker was not implanted. Reportedly, during the procedure, the v-port and a-port were tested with the same leads and the v-port worked fine. A new pacemaker was opened was implanted successfully with the same leads.